Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported via chat that the patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the arm. The patient experienced headache and nausea. The cgm was reading low and the bg was not checked. The patient self-treated the urgent low (ul) estimated glucose value (egv) by unspecified means. Because the egv did not rise after treatment, the patient went to the emergency department (ed). There, the bg was 470 mgdl and the egv was low. The patient was given insulin via intravenous (IV) at the emergency room (ER) and recovered after treatment. There was no documentation of further medical evaluation or intervention for hyperglycemia and the patient was discharged after 4 hours. At the time of the chat hours later, the patient was feeling better and hyperglycemia was improving. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of event. The reported glucose values fall within the d zone of the parkes error grid when the patient was tested at the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.